Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with five cartridge reloads present. Cartridge (b, c) ecr60d, l54t3z were received fully fired and in good visual conditions. Cartridge (d) ecr60dt, l54p0w was received fully fired and in good visual conditions. Cartridge (e) ecr60dt, l54r6h was received fully fired and in good visual conditions. Cartridge (f) ecr60dt, l54r6h was received partially fired 1/16 and in good visual conditions. It is possible that while loading the reload (f) the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No malformed staples were noted during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the first firing, the black reload was locked out once the firing button was activated. The surgeon pressed the reverse button to reverse the blade and open the stapler jaw. There is one incomplete staple formed and the stomach was bleeding. Some of the staples opened up and the staple line was bleeding. For the second firing, the black reload was reloaded and fired. The same thing occurred again. The third firing was done using a gold reload, and they saw some incomplete b shape stapler on the staple line. There was a delay of twenty minutes. As a result, the surgeon sutured on the staple line to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Photograph. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was a blood transfusion required? - no. Was any buttressing material being used? ¿ no. Photograph analysis. An intra operative photograph was provided. The photographs confirm bleeding in the area of the staple line, but the event description concerning malformed staples cannot be confirmed. Bleeding can occur with a staple that is either too large or too small for the targeted tissue. It was noted that two black cartridges were used in the first two firings and that a gold was utilized in the third firing. Based on the photographic evidence, the event description cannot be confirmed. Device and cartridge analysis may be able to provide enough evidence to determine the cause of the issue.